Manufacturer narrative:
It was concluded the damage to the electrodes on the paddle lead occurred during the explant procedure. This was decided based on the last known electrode configuration which included the use of electrode #11. If electrode #11 had been damaged during the implant duration a program status error would have been generated when stimulation was made active and as mentioned, no program status errors were noted in the ipg therapy delivery log.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07181. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2023.